Manufacturer narrative:
The bag to vent (btv) switch has been replaced to resolve the issue.'

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that the bag to vent switch was jammed making mechanical ventilation unavailable. There was no report of patient involvement.